Manufacturer narrative:
Device received with critical pump error (open book image) due to moisture damage on electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Device received with corroded force sensor assembly and moisture damage on motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had critical pump error. The blood glucose level was 177 mg/dl. The troubleshooting was not performed for critical pump error. The customer was advised the insulin pump needs to be replaced and suggested her to return to back up plan. The insulin pump will be returned for analysis.